Event description:
It was reported that noise was observed on the stored egm. The physician suspected that the noise issue was caused by the device header. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun

Manufacturer narrative:
The field experience of noise was verified via review of the stored egms. Noise in the egms appeared consistent with that caused by a damaged lead.